Event description:
It was reported the device exhibited error 46507. Rate is 7.4 ml res vol is 112.4 ml. The reported event occurred three times. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The investigation determined the most probable cause of the reported issue was the pump main board, but the reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.